Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately two (2) years, was explanted. It was identified, through review of source documentation provided, that the device was explanted due to severe aortic valve regurgitation with perivalvular leak. The patient was also noted to have a very calcified annulus after removing the valve. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this patient experienced aortic regurgitation due to perivalvular leak. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and anatomical related factors. In this case, there is insufficient information to conclusively determine the root cause of this event. The operative report documents a heavily calcified annulus after removing the valve, which may have possibly contributed to the patient's pvl. There have not been any allegations of a quality deficiency related to the explanted valve. No further actions are possible with the available information.